Manufacturer narrative:
Results: bd received actual sample and photos from the customer facility for investigation in support of this complaint. The sample and photos were evaluated and the customers' indicated failure mode for broken edta tube with the incident lot was observed. Retention samples were selected from bd inventory for evaluation, and the customers' indicated failure mode was not observed as 200 samples showed no signs of damage. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Bd was not able to duplicate or confirm the customers¿ indicated failure mode because it appears likely that the problem occurred during transit, perhaps from a dropped shelf-pack, as the damage is quite substantial.

Event description:
It was reported that the crack in the tube was there prior to use, the tube type was a bd vacutainer® k2edta plus tube (16x100,10ml) with a lavender bd hemogard¿ closure. No serious injury, blood to mucous membrane exposure or medical intervention was reported.